Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2014. The explanted devices were returned to the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently reportedly that the lead was also received for analysis. However, the lead was not received. Device available for evaluation, corrected data: the supplemental report #1 inadvertently reportedly that the lead was also received by the manufacturer. However, the lead was not received. Device evaluated by MFR, corrected data: the supplemental report #1 inadvertently reportedly that the lead was also received by the manufacturer. However, the lead was not received.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the neurologist that diagnostic testing of the vns patients device revealed high lead impedance at a follow up visit on (B)(6) 2013. The generator was programmed off the same day. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. X-rays were taken and provided to the manufacturer for review. The cause of the reported event could not be determined from the x-rays; however, a suspicious area was noted next to the tie down that was placed beyond the anchor tether securing the lead. Also, the portion of the lead behind the generator could not be assessed so a lead fracture in that portion of the lead cannot be ruled out. Surgery to replace the device is likely but has not occurred to date.

Event description:
Analysis of the generator was completed, and it was concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. The explanted lead was not returned to the manufacturer. Therefore, the cause of the high lead impedance cannot be confirmed, but was likely related to a device failure not confirmed by analysis.